Event description:
The customer reported to olympus that the screen was black and an alarm played when the high flow insufflation unit was powered on. The issue occurred during reprocessing, and the diagnostic procedure (laparoscopic exploration) was completed using the same set of equipment. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported alarm sounds from the device and the front panel disappears issue could not be determined. However, the confirmed alarm was associated with a shutdown (front panel light turned off) and if this failure occurs, air supply is interrupted, so over-supply of air will not occur after the alarm occurs. Therefore, it can be concluded, that overpressure did not occur this time. Olympus will continue to monitor field performance for this device.